Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device would beep for 5 to 10 minutes every night. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The device was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device passed self -test. No unexpected audio/vibrate anomaly/absence of alarm anomaly noted. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.